Event description:
The reporter stated, "since I had lasik surgery on my right eye I have had blurred vision and forgetfulness and have been very irritable. This device should be taken off the market. Dr (B)(6) is a criminal and should be put out of business. He wants to do my left eye but I refused."